Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report that a discordant, falsely elevated carbon dioxide (co2) test result was obtained on an atellica ch 930 instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse replaced and aligned the reagent arm 1 (r1) probe and tightened all r1 fluidics connections. Additionally, as recommended by siemens, the customer replaced the cuvette segment which led to no additional discordant co2 results. The material was not returned for investigation so it could not be confirmed that the cuvette was the root cause of the issue. No evidence of product nonconformance was found and the system is operational. No further evaluation of the device is required. Mdrs 2432235-2019-00160, 2432235-2019-00161, and 2432235-2019-00163 have been filed for the same event.

Event description:
A discordant falsely elevated carbon dioxide (co2) result was obtained on a patient sample from an atellica ch 930 instrument. The initial discordant result for the patient was not reported to the physician(s). The same patient sample was repeated on different atellica ch 930 instrument. The repeat result for the patient sample was reported to the physician(s). The repeat result is considered correct. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2 result.